Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link microbore catheter extension set did not flow during infusion. The reporter stated that a non-baxter set was ¿lodged into the male luer¿ of the extension set, which led to the no flow. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and revealed a blue particle inside the male luer shaft. Microscopic inspection of this particle was performed and revealed that the particle resembles a broken off center post of a non-baxter luer activated device the baxter sample became non- functional only after the blue particle became lodged inside the male luer shaft. Therefore, the baxter y type extension set is not non-conforming product. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.